Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty printed circuit board cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the high definition lcd monitor had no power. The issue occurred when preparing the device for use. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the device did not turn on due to a printed circuit board failure. This event is under investigation. A supplemental report will be submitted upon receiving additional information.